Event description:
(B)(4)clinical study. It was reported that following a coronary artery stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2008, an unknown taxus stent was implanted in the mid right coronary artery (mid rca). In (B)(6) 2011, a de-novo target lesion was located in the distal saphenous vein graft (svg) to 2nd obtuse marginal branch (om2) with 99% stenosis and was 12 mm long with a reference vessel diameter of 3 mm. The target lesion was treated with pre-dilation and placement of a 3.00x16mm promus element stent, with 5% residual stenosis following post-dilation. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2014, subject presented with symptoms of dyspnea which was diagnosed as stable angina pectoris and was subsequently hospitalized. Two days later, stent thrombosis of the previously placed unknown taxus stent in the mid rca was noted. 95% stenosis in the svg to om1 extending into om2 was also noted, which was treated with balloon angioplasty and placement of a 3.5x33mm and a 3.5x18mm non-bsc drug eluting stent with 0% residual stenosis. Medication was given to treat this event. The event was considered to be resolved without residual effects and the subject was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product . It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).